Event description:
It was reported that at a subcutaneous implantable cardioverter defibrillator (s-ICD) device explant procedure, the new replacement device was connected to the in situ s-ICD electrode. When the physician performed defibrillation threshold testing (dft), the new device delivered a 65 joule shock and there was non-conversion, requiring an external shock to convert the patient back to normal sinus rhythm. The physician noted the shock impedance of the system was low and out-of-range at 1 ohm. An insulation defect was observed. It was suspected the electrode conductor had fractured due to potential internal abrasion, which may have resulted in a short circuit at the time of the dft. The physician surgically explanted and replaced the electrode. Due to potential damage, the s-ICD device was also explanted and replaced to resolve the event. The patient was stable with no additional adverse effects. Both products are expected to be returned for analysis.

Event description:
It was reported that at a subcutaneous implantable cardioverter defibrillator (s-ICD) device explant procedure, the new replacement device was connected to the in situ s-ICD electrode. When the physician performed defibrillation threshold testing (dft), the new device delivered a 65 joule shock and there was non-conversion, requiring an external shock to convert the patient back to normal sinus rhythm. The physician noted the shock impedance of the system was low and out-of-range at 1 ohm. An insulation defect was observed. It was suspected the electrode conductor had fractured due to potential internal abrasion, which may have resulted in a short circuit at the time of the dft. The physician surgically explanted and replaced the electrode. Due to potential damage, the s-ICD device was also explanted and replaced to resolve the event. The patient was stable with no additional adverse effects. Boston scientific has made three attempts to obtain additional information on the product return status, however; no response was received, the device is not expected to be returned.